Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2018, the device was explanted and the patient was reimplanted with another manufacturer's device.